Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Weight: unk. Outcomes attributed to adverse events: unk. Explant date: n/a. (B)(4). Lens remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -14.0/+3.0/094 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having an excessive vault and remains implanted. The lens is planned to exchange with another lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Corrected data: this is a product problem, not an adverse event. The patient's post-op uncorrected visual acuity (ucva) was 20/40. (B)(4).